Event description:
It was reported that the individual¿s caretaker contacted support stating that insulin drops were not observed during the fill tubing stage of a supply change. The caretaker did not observe any leaking or obvious issues at the connection and, after removing the connector and cartridge, did not note any visible abnormalities. The individual was using a teflon 23-inch infusion set. It was recommended that a new connector be used, after which the caretaker completed a full supply change without further issues and insulin delivery was resumed. Blood glucose levels remained in range and were not affected. It was later reported that the individual would be short on connectors as a result of this issue, and a replacement shipment was arranged. The reported connector lot number was 33367. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.